Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown serial# product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported that the patient stated that their wires had dislodged, they did seek out their clinician to put them back, but is not sure if they had reattached them correctly. No patient symptoms were reported. No further complications were reported at this time.